Event description:
It was reported that the cuff of this artificial urinary sphincter was explanted and replaced with a smaller size cuff due to urethral atrophy. No additional patient complications were reported.